Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and ok keypad buttons did not respond to user presses as intended. The reporter also stated that the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: a visual inspection of the pump revealed that the keypad cover was peeling. During testing, the keypad buttons were all intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. Additionally, the pump¿s display screen was dim and discolored.